Manufacturer narrative:
The device was received fully deployed. A leak was found on the exposed portion of the soft cannula near the formed needle tip. Upon magnification, two holes was found at the site of the leak. The downloaded data returned an 0x33 alarm, indicating a communication error occurred while the pod was waiting for input from the pdm. Investigation found no defects or deficiencies that would contribute to a communication error.

Event description:
It was reported that the patient's blood glucose levels reached 256 mg/dl while wearing the pod between 36 and 48 hours. As treatment, a manual injection of insulin was delivered and a new pod was applied.